Event description:
It was reported that early implantable neurostimulator (ins) depletion was suspected. Telemetry/interrogation issues were reported and there was no telemetry with the patient programmer. When the healthcare professional (hcp) interrogated the ins the ¿telemetry failure¿ message was displayed. There was no potential interference. The patient had less than (B)(6) percent therapy relief and the patient status at the time of this report was alive with no injury. The ins was implanted, but out of service. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the implantable neurostimulator (ins) was to be replaced.

Manufacturer narrative:
(B)(4).